Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The cause of death was diabetic ketoacidosis. The caller did not state whether the customer had any other illnesses that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was not wearing the insulin pump at the time of death. The insulin pump had been disconnected at an unknown time prior to passing. The customer was not using sensors. The caller stated the customer's pump was found wrapped in sheets in the closet. The customer had run out of insulin. The caller declined to return the insulin pump for analysis. Frn-unk-rsvr. Unomed set.